Manufacturer narrative:
The user was hospitalized on (B)(6) 2025 due to flu. The user was placed on steriods.the user had a catheter inserted and was discharged on (B)(6) 2026.the event was not related to the user's diabetes or the eversense system.per dms, user is not using the system because the transmitter was thrown away at the hospital.

Event description:
Senseonics was made aware of an incident where it was reported that user was hospitalized on (B)(6) 2025 due to flu.the user was placed on steriods.the user had a catheter inserted and was discharged on (B)(6) 2026.the event was not related to the user's diabetes or the eversense system.per dms, user is not using the system because the transmitter was thrown away at the hospital.